Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 4:00 pm the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took no action due to this meter issue. The patient manages his diabetes with insulin taken on a sliding scale. Thirty minutes after the attempted use of the meter, the patient experienced the symptom of shaking. The patient did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct, and the meter's battery did not need to be replaced. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. A DHR (device history record) was completed on 03/28/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.